Event description:
Hill-rom has received a report alleging that the vest may have contributed to a pt's seizure activity; the pt has a history of seizures, cns disorder, and two other children in the family passed away having seizures while they slept. The pt no longer used the vest. No malfunction of the unit was alleged nor found through an analysis of the unit upon its return to hill-rom. Although hill-rom has not received a report indicating the increase in seizure activity required medical intervention, a conservative report is being filed with the FDA.